Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that patient was receiving treatment and it started to leak at the end of the extension access device. Stopped treatment. Cleansed patient chest 3 times with warm soap water. De accessed ivad and re accessed with a different brand of ivad access device. Continued with treatment. Potential for exposure to cytotoxic med; additional information received: it was reported the device was secured with large tegaderm. No apparent harm